Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor electrode was missing. Customer¿s blood glucose was 10.3 mmol/l. The customer reported that they decided to take the sensor out and noticed that there was no electrode. The customer reported that there was blood at the insertion site. The troubleshooting was performed for sensor glucose versus blood glucose. The sensor will not be returned for analysis.